Event description:
The nurse reported that there was one "slight incisional burn" during the first case. There is a questionable report of a possible second corneal burn on the same day but this was not confirmed by the surgeon. Additional information from the surgeon stated there was an occlusion during phaco. The surgeon converted to an ecce and sutured the wound. The surgeon stated both pts looked good post op and that neither have on-going or permanent consequences from the thermal injuries.

Manufacturer narrative:
The company service representative examined the system and phaco handpieces and no problems were found. The system was then tested and met all product specifications. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the ecri health devices, hazard update: scleral and corneal burns during phacoemulsification, november 1996, vol. 25, no. 11: 426-431, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer. This report was mailed to FDA on: 01/08/2009.